Manufacturer narrative:
The device was discarded and not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It was stated the device was not pre-checked prior to use. Per the IFU: "inspect the product and package prior to use and do not use if there is any evidence that the package or the shunt has been damaged." We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00150 was submitted for the first device involved in this event.

Event description:
It was reported that the pruitt f3 shunt internal carotid lumen was leaking near the safety balloon during a carotid endarterectomy procedure. The device was not checked prior to use. The leak was clamped right above it to resolve the issue. Note: this is report 2 of 2 related to the second shunt used in the event. Report 1220948-2024-00150 was submitted for the first device involved in this event.